Event description:
Tampon falling apart [device breakage]. Plastic applicator was dis-formed [device physical property issue]. Case narrative: consumer reported via email that the tampon applicator was dis-formed and the strings were coming apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
An investigation is in progress for returned product received on october 14, 2022.

Event description:
Tampon falling apart [device breakage]. Plastic applicator was dis-formed [device physical property issue]. Case narrative: consumer reported via email that the tampon applicator was dis-formed and the strings were coming apart. No injury was reported.

Event description:
Tampon falling apart [device breakage] plastic applicator was dis-formed [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampon applicator was dis-formed and the strings were coming apart. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.